Event description:
Clinical review/rationale for ip 2 - 5.5 pump. An impella 5.5 was placed to escalate care from and replace a prior impella cp (b))(4)). The 5.5 was placed via the axillary graft for the 62 year old male patient who had been admitted in for the high risk percutaneous coronary intervention. The patient had a known prior arrest with CPR. On the 2nd day of support the team observed the patient to have issues waking from the anesthesia, and the team performed CT imaging to assess and discovered ischemic and hemorrhagic strokes. The cause and relationship of the pump to the stroke could not be determined. The pump remained on til day 5 when the care was withdrawn and the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition and stroke.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the stroke was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
B5: additional information added in relation to additional device used during the event.

Event description:
An impella 5.5 was placed to escalate care from and replace a prior impella cp (B)(4). The 5.5 was placed via the axillary graft for the 62-year-old male patient who had been admitted in for the high risk percutaneous coronary intervention. The patient had a known prior arrest with CPR. On the 3rd day of support the team observed an air in purge alarm which was troubleshot by purging multiple times, but when this was not effective the purge cassette was replaced. A new cassette allowed for the 5.5 pump support to continue. The purge cassette will be conservatively reported for the exchange; however, the exchange was performed with no consequence to the patient and support was able to proceed without any known adverse events.

Manufacturer narrative:
B3: corrected date of event.